Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 days following the closure of fascia and uterus on a caesarean procedure, wound dehiscence was observed. The patient was re-admitted to close the dehiscence of the layered wound.